Manufacturer narrative:
Correction in h6: previously applied code of fdd a051208 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of the device found that visually, there was a white residue on the outside diameter of the cuff balloon on the distal end of the device when returned. Additionally, a stylette was already inserted into the device bending the distal end of the tube when returned and the distal end of the blue with white electrode wire was protruding through the middle portion of the cuff. Functionally, for further analysis, a syringe was used to inject 20cc of air into the cuff and the cuff gradually deflated. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, when opened the package, found that the endotracheal tube cuff leaked air. There was no patient involvement associated with the event.